Event description:
Two laser fibers were implanted during this procedure: left hippocampus and left anterior. Left anterior had a good placement the first time, but left hippocampus was 13.1 mm off in radial error due to skiving. The laser fibers was reimplanted under a new intraop plan, and had a radial error of 1.8 mm.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of a navigation integrity for engineering evaluation did not find a system malfunction. Investigation of the case logs determined a root cause traced to user technique. Logs show numerous alerts of max deflection during navigation indicating skiving as reported by the user. Additionally, investigation of the case scans revealed the posterior superior pin of the mayfield shifted approximately between the intra-op CT and the final "post-op" CT. This would be due to patient movement or a bump of the mayfield itself during this procedure. Ultimately, this case was completed with no reported adverse effects to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.